Event description:
It was reported that the customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found thermal damage.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿service technician finding of no audio.¿ the unit was triaged and the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.